Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they had MRI in may or before and patient turned the implant off however said that the MRI technician told patient to turn therapy on and place into MRI mode which patient did. Patient said that after the MRI felt some change, felt intermittent buzzing and then turned stimulator off for about 3-4 days. Patient said that they did see managing physician about this and was told that the implant checked out fine. Patient said that the buzzing stopped.